Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the doctor was using two like staplers to perform the procedure, alternating between the two staplers and on the fourth firing of one of the staplers, the sixth firing, overall, with a gold reload, baxter peristrips buttressing material, the firing trigger on the stapler appeared loose and there was play in the trigger. The doctor used the second like stapler to complete the procedure. There were no patient consequences reported.